Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the patient. While attempting to steer the sgc around an aortic hugger, it was identified that the + knob was unsuccessful and the sgc was unable to curve. Troubleshooting was performed by straightening the sgc and attempting to turn the + knob, but it was unsuccessful and a clicking noise was heard. The sgc was removed from the patient and a replacement sgc was used. A mitraclip was implanted successfully and the procedure was discontinued. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Manufacturer narrative:
All available information was investigated, and the reported unable to curve was confirmed via device analysis. The reported noise could not be replicated in a testing environment. Additionally, the "+" cable was observed to be broken near the skive area around the spool. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported unable to curve and broken ¿+¿ cable to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported audible noise was likely related to the cable break.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the patient. While attempting to steer the sgc around an aortic hugger, it was identified that the + knob was unsuccessful and the sgc was unable to curve. Troubleshooting was performed by straightening the sgc and attempting to turn the + knob, but it was unsuccessful and a clicking noise was heard. The sgc was removed from the patient and a replacement sgc was used. A mitraclip was implanted successfully and the procedure was discontinued. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unable to curve was confirmed via device analysis. The reported noise could not be replicated in a testing environment. Additionally, the "+" cable was observed to be broken near the skive area around the spool. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported unable to curve and broken ¿+¿ cable to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported audible noise was likely related to the cable break.

Event description:
N/a.